Event description:
Cartridge r2175, lot #403065, exp date: 1-26-2023 did not fire correctly and became clogged. This happened on the third or fourth fire. Cartridge saved for risk. FDA safety report ID # (B)(4).